Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17/jul/2014 and 16/apr/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lumps, capsular contracture, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture, baker grade IV, lumps, "skin is opening up" and "oozing silicone", and rupture.

Event description:
Patient reported "painfully hard and looks abnormal" due to capsular contracture, baker grade IV, a "lump or thickening in the armpit area," rupture, "skin is opening up" and "oozing silicone." Patient additionally reported "pain" which is not related to the device. Device remains implanted. This record is for the right side.